Manufacturer narrative:
Investigation summary: a device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Investigation conclusion: bd acknowledges that the returned samples and the photos provided by the customer indicate that 25-gauge needles were incorrectly assembled into 27-gauge needle hubs. Bd will issue a quality alert to the associates involved in the production of this product to raise awareness about the non-conformance observed by the customer. This quality alert will be reviewed with all production associates involved in the production of this product and will then be posted on the shift startup board for one (1) week. Root cause description: a true root cause cannot be determined at this time. Bd quality and production associates are currently having brainstorming meetings to try and determine long-term preventative actions to reduce the possibility of this non-conformance in the future. Rationale: bd will issue a quality alert to the associates involved in the production of this product to raise awareness about the non-conformance observed by the customer. This quality alert will be reviewed with all production associates involved in the production of this product and will then be posted on the shift startup board for one (1) week.

Event description:
Material no. 301643, batch no. 8145517. It was reported that before use of the bd¿ needle ns 27ga 1in blt sq grd w/o shld needles "were assembled with 25 ga needles in a 27 ga hub." There were 15 occurrences. The following information was provided by the initial reporter: we identified additional components from this particular lot (apd lot 20181060106 ¿ bd lot 8145517) that were assembled with 25 ga needles in a 27 ga hub.